Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported to integra that a 00mlx mlx 300 xenon lightsource was used on (B)(6) 2017 during an unspecified procedure. It was stated that there was a smoking or burning smell noted during the operation. There was no patient contact or injury. No surgery delay was reported. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances noted during the manufacturing process. A visual inspection found customer applied labels, some nicks and scratches. Also, the wolf port was melted at the external opening and the hot mirror was out of place and loose in the unit. In addition, the power supply board was detached from the back plate. Functional testing found the unit powered "on" and ran for 15 minutes. A burning smell was emitted due to the hot mirror being out of place allowing the full intensity of the beam to hit the attenuator shield. The findings of the loose hot mirror and melted face of the wolf port are considered to be the cause of the reported complaint. The root cause is considered physical damage consistent with rough use.